Manufacturer narrative:
The zio at device was returned to irhythm, and the clinical data was downloaded. Upon review of the clinical data, it was found that the patient wore the zio at device for the prescribed 14-day period. Irhythm identified the arrhythmia while preparing the final report and notified the healthcare provider on day 22. The investigation revealed that the gateway recorded an unrecoverable error and stopped transmitting data, resulting in a missed mdn. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation revealed that the gateway recorded an unrecoverable error and stopped transmitting data. The healthcare provider (hcp) was immediately notified of the patient's arrhythmia, and irhythm learned that the hcp was already aware of the patient's arrhythmia due to the patient's history. There were no delays in treatment, and no adverse events, such as death or serious injury, are known to have occurred.